Manufacturer narrative:
Corrected data: h4- device manufacturing date: "28-feb-2025" should be corrected to "28-mar-2022". Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens of diopter -10.5 into the patient's right eye (od) on (B)(6) 2022. The lens was exchanged on (B)(6) 2022 for a longer length lens due to low vault. This resolved the problem. Cause reported as unknown.